Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked display window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer's mother reported her son's insulin pump was having keypad issues. The son's blood glucose was 122 mg/dl. The mother stated the insulin pump's buttons was taking 1-1.5 minutes to respond. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.